Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low battery alert prior to the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed and selftest, unit received with active current measurement, and high sleep current measurement, an unexpected low battery alert during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 15.0 received the lowbatteryalert (104) on 06/23/2025 08:56:00 faster than expected at 0.25 days. Battery cycle 14.0 received the lowbatteryalert (104) on 06/23/2025 02:58:00 faster than expected at 0.27 days. Battery cycle 12.0 received the lowbatteryalert (104) on 06/22/2025 20:03:00 faster than expected at 0.27 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage were noted during visual inspection on all the electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked battery tube threads, cracked case at belt clip rail corner, and scratched case. Unexpected battery power loss, high current measurements, low battery alert, and charge/battery lasts less than expected were confirmed during analysis, customer experienced an unexpected power loss of less than 7 days, problem isolated to the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.